Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor. Also, the insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump powered up properly after battery installation. The insulin pump was monitored and no frozen display noted. No weak battery alarms noted. No unexpected a21 alarms noted. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners, broken belt clip slot, broken reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received an unexpected restart alarm and was not able to clear due to buttons not responding. Time clock on display was not advancing. Customer's blood glucose was 212 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.